Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: investigators were unable to duplicate the original complaint; investigation revealed an intact keypad. All keypad buttons were fully responsive. Upon removal of the keypad cover, no evidence of contamination was found on contacts. No button contact defects were noted. Upon removal of the pump cover, no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage was found to the keypad flex. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down, up and ok keypad buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.